Manufacturer narrative:
Facility name: hospital. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: opening and yellow particles. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool and have non-penetrating nick striated. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. Non-penetrating nick striated. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side exchange of biocell textured. Implants due to the patient's concern with the product. Additionally hcp reported capsular contracture baker grade unknown and "bottoming out of the breast." Device has been explanted.